Manufacturer narrative:
H10: the device was received for evaluation in an opened pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from the patient line. The leak from the patient line was discovered during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.